Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Were there any feeding issues experienced with the device? Just the clip formation. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was there any torquing or twisting of the device present at the time of firing? Not aware. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Not aware. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Not aware. Does the patient have any relevant history of surgical treatments? Not aware. Did somebody other than the primary surgeon fire the instrument? Not aware.

Manufacturer narrative:
(B)(4). Was there any patient consequence? No was cholangiogram done on procedure? Not sure. The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 16 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed; not closing all the way. A second device was opened and the same issue occurred. A competitive device was used to complete the case.